Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch connector was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that when they pushed the button to request fluoroscopy, the system made the sound and beep but there was no image. The customer was describing a loss of fluoroscopic x-ray functionality. There is no report of patient injury associated with this event.